Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a power on reset (por). The patient noted they remembered seeing a patient programmer battery message prior to the por occurring. The patient noted they had a fall and hurt her back. The patient stated she also had an x-ray. The patient noted she had an x-ray for the back issue. The patient noted she thought the setting was program 4 at 8.25 when it was working. The patient noted she had a fall on (B)(6) 2016. The patient noted she had a patient programmer batteries message prior to (B)(6) 2016. The patient noted they had a power on reset sometime after (B)(6) 2016. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.